Event description:
It was reported that this patient was in a car accident and the seatbelt created an abdominal open wound which caused the pump to protrude. The patient was at risk for meningitis and attempts to save the pump were not successful. The entire system was explanted on (B)(6) 2010 and the patient recovered without sequela. The device was discarded. This device system was used to deliver hydromorphone and bupivacaine.

Manufacturer narrative:
Product ID 8703w, lot # l46689, product type catheter. (B)(4).